Event description:
It was reported that during an unk procedure that the clip fell out when it tried to feed into the jaw. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 4/17/2008. Info anticipated, but unavailable at this time.